Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n141210, implanted: (B)(6) 2010, product type: accessory; product ID 3898-33, lot# la9800, implanted: (B)(6) 2002, product type: lead; product ID 747140, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins, serial #(B)(4), found that the ins was functionally okay with insignificant anomalies.

Event description:
It was reported that the patient was on surgery schedule for battery replacement (B)(6) 2013. It was noted that if everything went well only the battery would be replaced. The manufacturing representative did not know the reason for the battery replacement but assumed it was end of life. The manufacturing representative would attempt to get more information. Additional information received reported that there was heating at the pocket site during recharging and motion of the battery at the pocket site. It was noted that the patient had a desire for a nonrechargable device. The healthcare professional (hcp) did not think there was a product issue. It was noted that there was a complete explant and replacement with nonrechargable battery. It was noted that the patient was alive with injury of incision at pocket site in right abdomen. It was further reported that impedances were all within normal range. The patient was getting good coverage. Additional information received reported that left back and buttock, left knee to ankle, trial lead coverage, left of midline and t9-10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.